Event description:
The customer reported approximately one milliliter of clear fluid leaked from the secondary needle involving the coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the probe wipe, and the probe wipe assembly was misaligned. The fse readjusted the probe wipe assembly and resolved the fluid leak issue. The fse proactively replaced the tubing through pinch valves vl35, vl40 and vl49. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).